Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet luer connector fractured while the user carried the ilet in a pocket, which was the fourth occurrence, leading to disconnection and elevated blood glucose to 300 mg/dl; the user removed the broken piece with tweezers, incurred a minor finger puncture with bleeding, changed supplies, and reconnected the system, and the affected device component was the connector/coupler. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no healthcare utilization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component fracture localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.